Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. While troubleshooting another issue with tandem technical support the supplies were changed to resolve the issue and ultimately insulin delivery was resumed. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.